Event description:
It was reported PICC placed (B)(6) 2022. Found a fracture at 3 cm. PICC placed to infuse taxotere. No other information was provided.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4360 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).